Event description:
The customer reported that they received questionable results for two samples tested for glucose and bicarbonate. Of the two samples, one was found to have an erroneous glucose result that was reported outside of the laboratory. The sample initially resulted as 2 mg/dl for glucose and this value was reported outside of the laboratory. The sample was repeated on a different c501 module, resulting as 124 mg/dl for glucose. The repeat result was believed to be correct. The patient was not adversely affected by the event. The glucose reagent lot number was 68161501 with an expiration date of 07/31/2014. The field service representative could not determine a cause. He replaced the sample probe and replaced the reagent and sample syringe seals. He verified all mechanical alignments for sample and reagent probes. He performed diagnostic checks, precision studies, calibration, and quality controls with no erroneous results being reported. A specific root cause could not be determined. The root cause may be related to short centrifugation time of the sample.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.